Manufacturer narrative:
(B)(4). Date sent: 8/13/2025 b3: event year only reported: 2025 d4 batch #: y7026f investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the clamp arm detached and not returned. Functional testing was performed with the generator, and the device worked as intended; no alert screens were displayed at any time during testing. The har1136 device is equipped with an eeprom that collects error codes associated with generator alert screens. During the analysis of the data collected in the eeprom while using the device, it was noted that the device triggered the ¿blade error detected; unplug handpiece and replace instrument¿ alert screen. When this alert appears in the generator, it indicates that the harmonic instrument may be damaged and should not be activated or used. For further details, please refer to the instruction for use. Additionally, it was noted that the device triggered the "relax pressure on blade¿ alert screen also. When the alert screen of ¿relax pressure on blade¿ appears in the generator , it indicates that the instrument has been loaded to the point where the output has stopped. The user should relax the pressure on the instrument or reposition the device to reduce the amount of tissue in the clamp. To continue, release the activation switch and reactivate the instrument. For further details, please refer to the instruction for use. Possible causes of the clamp arm damage are not closing the clamp when introducing or removing through the trocar; or possible entanglement in fibrous tissue. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch y7026f, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the generator showed "please replace the device" and it cannot be solved after trying different method, so the hcp changed a new one and safely completed the surgery. There were no patient consequences.